Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that the circumstances that led to the device not working issue were changes to device programming. The patient wanted to get a new codes (programming) but it still was not satisfactory, so the patient stopped using it. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and spinal stenosis. It was reported that the device never helped. The device never worked and the patient wasn't sure if the device was even on at this point. The patient assumed it was depleted since it has been implanted for 8 years. No further complications were reported.